Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated glucose of 280 mg/dl and suspected infusion into scar tissue; the agent guided the user to disconnect, verify drops in the tubing, and then place a new infusion site with a new anchor and needle after filling the tubing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.